Manufacturer narrative:
There was no report of a device malfunction and the subject device is not being returned for evaluation. The most likely cause of the burn to patient was that the tip of the scope was occluded, causing the scope tip to overheat.

Event description:
Allegedly, during a lap chole procedure, while they were using fluoroscopy, the laparoscope was pulled back and the tip of the scope was rested inside of the trocar cannula (the scope was connected to an active light cable that was plugged into the d-light p high power light source; this resulted in the patient being burned at the umbilicus trocar entrance site. The burn was noticed after the procedure. We have been unable to obtain any further details about the patient or the event.